Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. The insulin pump was received with cracked case at display window corners, broken belt clip slot, minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm when they changed the battery. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.